Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred.. The sensor was inserted into the abdomen on (B)(6) 2023 the sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.